Event description:
The patient had a primary hip surgery on (B)(6) 2022. On (B)(6) 2022, the patient came in reporting pain due to a joint luxation and the cause is unknown. The surgeon revised the head and liner and the surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in reporting pain due to another joint luxation and the cause is unknown. The surgeon revised successfully the cup, liner, and head.

Manufacturer narrative:
Batch review performed on 15-feb-2023: lot 2009674: (B)(4) items manufactured and released on 28-jan-2021. Expiration date: 2026-01-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review. Batch review performed on 15-feb-2023 ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115). Lot 2209198: (B)(4) items manufactured and released on 19-jul-2022. Expiration date: 2027-07-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review.